Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported to philips: getting device service error message. The user reported that a patient was involved, however no patient harmed was reported to philips.

Event description:
Getting device service error message. There was no report of patient involvement, this happened during self-test.